Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the external battery to address this reported event.

Event description:
The customer reported a ventilator that failed a battery test. There was no patient involvement/harm.